Event description:
Device report from (B)(6) reports an event in (B)(6) as follows:  patient was implanted with va-lcp condylar plate and screw construct on (B)(4) 2012. The plate broke post-operatively, approximately in one month after the patient started to load. Patient was returned to the or on (B)(4) 2012 for removal of hardware. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: hrs, hwc. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the condylar plate were checked (as far as measurable) using a sliding caliper and found to be in accordance with the technical drawing of the producer and ao/asif specifications. The examination of the raw material inspection sheets showed that the chemical composition, microstructure and mechanical properties of the condylar plate were in compliance with the international standards. The examination of the manufacturing papers showed no deviations from normal conditions or rather any irregularity of the production process. The breakage of the condylar plate occurred at the second distal combination plate hole (threaded part) in the plates shaft area. After breaking, the two fragments rubbed against each other causing strong destruction of the fracture surface (shiny surface, abraded areas). Sem observations and findings indicate that the plate failure was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the implants had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation may have played a certain role too. A failure resulting from either a material defect of the manufacturing process can be excluded.